Event description:
It was reported that the 2800 system had several issues. The monitor would flicker, the control panel would not work, and the system indicated fluoro without live fluoro up date. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections to the monitors and control panel were tightened during the svc call. The system was tested and found to be working as intended and put back into svc. Eyc4/nxg4 09/02/2008.